Event description:
A malfunction was reported on the customer's pump, specifically noted as malfunction code 16, with no notable events occurring before the issue. There was no adverse impact to the customer's blood glucose level. The customer coordinated with technical support services, who arranged for a replacement pump to be sent. The customer was instructed to put the malfunctioning pump into storage mode, return it within 10 days using a pre-paid label, and set up the replacement pump, including programming settings and connecting their cgm. The customer acknowledged and understood all instructions related to the replacement process.